Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had software error detected. The customer¿s blood glucose was unknown. Customer reported that the insulin pump was not accepting batteries. Customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph. Pump error 53 found in the device history due to software error.